Event description:
During arthroscopic labral repair of left shoulder, the disposable one time use only insertor threaded tip broke off flush at the junction of the anchor implant. The tip remained inside and attached to the bioknotless anchor body. No harm to pt or the labral repair.